Manufacturer narrative:
The autopulse platform in complaint was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during preventive maintenance, the loaner autopusle platform (sn: 23092) was displaying error message user advisory 02 (compression tracking error). No patient involvement was reported.

Manufacturer narrative:
The customer reported complaint for the platform displaying error message user advisory (ua) 02 (compression tracking error) was confirmed during archive review but not during initial functional testing. There were no device deficiencies found during evaluation of the platform that could have caused or contributed to the reported complaint. The platform is working as intended for use. No physical damage was noted during visual inspection. Review of the archive data indicated multiple error message ua 02 on (B)(4) 2017 but not on the reported event date of (B)(6) 2017. User advisory error messages are designed into the platform when one of several conditions is detected. Ua 02 alerts the user that the patient is not correctly oriented on the autopulse or the patient has shifted or the load cells are damaged. The platform passed the initial functional testing without any fault or errors. In addition, load cell characterization test was performed and both cells are working within specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4).

Event description:
As reported during shift check, the loaner autopusle platform (sn: (B)(4)) was displaying error message user advisory (ua) 02 (compression tracking error) with manikin positioned correctly. No patient involvement was reported.